Event description:
The facility reports the caregiver was moving the resident from his bed to a shower trolley for bathing at about 10 am. When he was moved from the bed and being lowered toward the floor, the caregiver heard a noise and saw the straps holding the clips of the sling to the positioning arm tear. The resident started falling to the floor. She quickly moved around the lift to the resident's head area and cradled his head and shoulders in her arms, then unlatched the two remaining clips, placing a pillow under the resident's head while laying him flat on the floor. The caregiver stated the resident was approximately three feet off the floor when the straps ripped. She then pulled the emergency cord in the room. When no one responded, she ran out and shouted for help. Four or five other caregivers came to help, and another sling was placed under the resident. He was then lifted back up and into his bed. At that time he showed no signs of cuts or other injuries. After complaining of his knee hurting, the resident was transported to the hospital and was pronounced dead at 6:33 pm the same day.